Event description:
Customer reported "slow wake up time" and a constant alarm associated with the a5 anesthesia system. Customer reported the patient expired several days after surgery in which they reported the slow wake up time event.

Manufacturer narrative:
A mindray service representative evaluated the system, performed a full functional evaluation and the unit performed within specification. Service data logs were collected from the unit and were found to be empty for the customer identified event date. No malfunction was confirmed.